Event description:
A malfunction alarm was reported with the code "malf 0," which was not resettable. There was no adverse impact on the customer's blood glucose level, as it remained within the normal range. Tandem technical support agreed to replace the pump under warranty. The customer was advised to use multiple daily injections (mdi) as a backup therapy and instructed on how to put the pump into storage mode before returning it with a prepaid label within 10 days.